Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was bein implanted with an impella cp device for mechanical circulatory support and encountered resistance during removal of the 0.018 guide wire and it became difficult to remove the peel-away sheet without forcing it. As a result, the introducer was removed surgically by the vascular surgeon and no bleeding was found after the procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.